Event description:
On 3/26/2024, it was reported by a sales representative via email that the drill bit from an ar-8717ds-0910 dynanite nitinol staple implant system cold welded to the guide and could not be used. This was discovered during an akin osteotomy procedure on (B)(6) 2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the drill bit from an ar-8717ds-0910 dynanite nitinol staple implant system appeared to be stuck within the guide. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during use.